Event description:
Catheter placed in the a-line 2005. Upon removal of the catheter the clinician identified that the catheter had been cut the following day. A portion of the catheter was found in the pt's arm by a CT scan. The remaining portion was surgically removed.